Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medication counts were inaccurate across all medications, including controlled substances. Three medications were identified as having significant issues impacting the customer. Additionally, patient profiles were only accessible at the facility level instead of by individual units, and the system performance was reported to be extremely slow. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e other occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station experienced network issue before the upgrade. A technical support specialist (tss) found that devices experienced loss of communication with the server at which point stations were no longer able to ping the server and subsequently entered disconnected mode as reflected in the device logs. Although upgrade readiness checks in provision portal were expected to flag unhealthy or disconnected devices, no disconnected indicators were registered at that time, and the devices appeared connected prior to the upgrade. Because the stations were operating in a disconnected state, transactions generated after the communication loss remained pending and were never uploaded to the server. During the upgrade to version 1.11, the data synchronization process rebuilt the database, which resulted in the deletion of those pending transactions. After product support engineer (pse) review rca (root cause analysis) was provided to the customer after investigations: the devices experienced communication issues that left transactions pending, and when the data synchronization executed during the upgrade, the database rebuilds removed the existing data. The customer acknowledged and agreed to close the case. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medication counts were inaccurate across all medications, including controlled substances. Three medications were identified as having significant issues impacting the customer. Additionally, patient profiles were only accessible at the facility level instead of by individual units, and the system performance was reported to be extremely slow. There were no delay or adverse events or injuries reported based on this event.